Manufacturer narrative:
The device will not be returned to physio-control for evaluation. The device has been sent to a third-party service agent for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
The third-party service agent evaluated the device and verified the reported failure. From an electronic patient record that was downloaded from the device it was observed that the device had turned off. The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported that the device powered off by itself while in use to monitor a patient during transport. Further to the analysis of the downloaded electronic patient record it was observed that the device powered off multiple times during the event. It was also reported that the device had to be manually powered back on after each power off. The device was used without a modem cable and there was no ac power adapter used with it. There was no report of adverse outcome for the patient. The device was later used by the customer without any problem.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported failure was due to pins 1 and 2 of the pcb-mounted jack connector, designator j16 on the power pcb assembly being bent.